Event description:
This device was implanted on (B)(6) 2006 and was explanted and replaced on (B)(6) 2011 for an unknown reason. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).